Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after unpackaging and prepping a 3.25x33 rx xience xpedition stent delivery system (sds) without issue, it was successfully advanced via femoral access to a non-calcified lesion in the left circumflex coronary artery without resistance, an attempt was made to attach a 20/30 priority pack indeflator to the hub of the sds; however, while twisting the luer of the indeflator onto the luer of the hub, with no force applied, the hub separated from the proximal shaft as if this connection had never been bonded. The 3.25x33 rx xience xpedition sds was simply able to be withdrawn from the anatomy without issue. Another rx xience prime sds was used with the same indeflator to successfully complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.